Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was successfully extracted from the sensor. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug and no issues were observed. . Sensor was reprogrammed and a sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿replace sensor¿ message after 4-days of wear. It was further reported that on (B)(6) 2018 she became hypoglycemia but could not receive a sensor result. Customer was treated by a family member with oral sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿replace sensor¿ message after 4-days of wear. It was further reported that on (B)(6) 2018 she became hypoglycemia but could not receive a sensor result. Customer was treated by a family member with oral sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.